Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a blank display on the insulin pump. Customer stated that the pump doesn't keep charge in the middle of the night and will alarm low battery. Customer stated that the pump screen is completely blank. Customer stated that the pump showed no signs of damage. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump passed the displacement test, operating currents, self test and off no power tests. No unexpected low battery alarms noted. No blank display noted.